Event description:
No additional information provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported they injected juvéderm® volift¿ with lidocaine into a patient's lips and it only lasted two months. Healthcare professional then applied juvéderm® voluma¿ with lidocaine off label into the lips. Since then, the product has accumulated inside the lips and they got "full of little bumps." Healthcare professional has tried to dissolve the filler 4 times with hyaluronidase, but it still remains.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.